Manufacturer narrative:
The incident occurred in 2006, teleflex medical was notified in july 2007. The actual device has not been returned for evaluation. No lot number was identified, therefore, a device history record evaluation cannot be performed. The reported condition was investigated and corrective actions have been implemented as of january 31, 2007.

Event description:
The international distributor reported this issue to teleflex medical on 7/24/2007. The condition occurred in 2006. The facility alleges the stapler jammed. No pt injury or medical intervention was reported.